Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 40 mg/dl (aviva) and 230 mg/dl (doctor's meter). No adverse event reported. Return of the suspect device was requested for evaluation.